Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b5, b6, d6b, g2, h6.

Event description:
Healthcare professional reported left side "evidence of intracapsular implant rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported evidence of intracapsular implant rupture. Healthcare professional later reported failure. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "evidence of intracapsular implant rupture."

Event description:
Healthcare professional reported left side "evidence of intracapsular implant rupture." The device remains implanted.